Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device received with note saying won¿t recognize syringe and will not pass which was resolved with barrel clamp sensor came of assembly therefore the sensor would not recognize syringe, fix assembly and did a full preventive maintenance on syringe pump and pass with no problems. There was no patient involvement.